Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, product return, concomitant product evaluation and retains analysis. DHR review could not be performed as the lot number is unavailable. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." A field service engineer (fse) visited the customer site to assess the sterrad® ® 100s unit. The fse found the unit was within specification. Lot trending could not be performed as the lot number is unavailable. The product was not returned; therefore, no visual analysis was performed. The product lot number was unknown; therefore, retain evaluation/testing could not be performed. There is insufficient information to determine the cause or resolution of the color-chemical indicator issue. This issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape.the correct common device is indicator, chemical.the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00483 and 2084725-2016-00484.